Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, the impella pump was being repositioned and came out of position. The decision was made to explant the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.